Event description:
It was reported to philips that the device would pass operational testing but that there would be no reading for the etco2. There was no reported patient involvement/adverse patient impact.